Manufacturer narrative:
Device evaluated by manufacturer: the stent had detached from the balloon. Only the stent was returned for analysis. The entire stent appears damaged with only stent struts at the proximal and distal end receiving minimal damage compared to the mid-section portion of the stent. The mid-section appears to have been stretched with the stent struts distorted out of their original crimped stent profile. The stent delivery catheter was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment and stent damage occurred. The target lesion was located in the right coronary artery (rca). Following predilation, a 3.50x38mm promus premier¿ stent was advanced; however the device would not advance more than about 5 millimeters into the artery. The physician then decided to pull the device out to dilate the lesion again. However, upon pulling the stent out, resistance was encountered and the stent got hung up in a calcium in the proximal part of the artery. The stent became elongated and came off from the delivery system. The procedure was terminated and the patient was sent for coronary artery bypass graft (CABG) and to remove the device from the rca. No patient complications were reported post CABG and the patient was doing fine.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment and stent damage occurred. The target lesion was located in the right coronary artery (rca). Following predilation, a 3.50x38mm promus premier¿ stent was advanced; however the device would not advance more than about 5 millimeters into the artery. The physician then decided to pull the device out to dilate the lesion again. However, upon pulling the stent out, resistance was encountered and the stent got hung up in a calcium in the proximal part of the artery. The stent became elongated and came off from the delivery system. The procedure was terminated and the patient was sent for coronary artery bypass graft (CABG) and to remove the device from the rca. No patient complications were reported post CABG and the patient was doing fine.